Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s cgm displayed 180 mg/dl; however, her bg was 400 mg/dl. She went to the hospital and was admitted with a bg of 700 mg/dl. Her cgm value at the time was not provided. She was treated with insulin via intravenous (IV) therapy and fluids and discharged eight hours later. At the time of discharge, her cgm and bg were accurate. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.